Manufacturer narrative:
(B)(4). Concomitant medical products: 00784301506, versys beaded fullcoat femoral stem, 62659597, 00631006832, xlpe liner, 62788130, 00625006520, bone scr 6.5x20 self-tap, 63176671, 00625006520, bone scr 6.5x20 self-tap, 63506468, 00877503202, bioloxâ® delta ceramic femoral head, 2857154. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00545, 0001822565 - 2018 - 00546. Remains implanted.

Event description:
It was reported that the patient underwent an initial and revision procedure due to infection. Subsequently, the patient is now using crutches and is having difficulty ambulating post revision procedure. No additional revision procedure has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was discovered that this is a duplicate report of 0001822565 -2017-07632. This report was submitted in error and should be voided.